Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm micl12.1, -10.5 diopter, implantable collamer lens into the patient's eye. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Corrected information: b5: reportedly, a 12.1mm micl12.1 implantable collamer lens with a diopter of -10.50 (sphere) was loaded and prepared for implantation on (B)(6) 2020. However during implantation, it was noticed that the lens had a crack. Lack of patient contact cannot be confirmed. Claim#: (B)(4).